Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse cleaned and lubricated the tip nozzle rail and worm gear. The engineer also cleaned the syringe flow path as it was getting clogged tips. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was a nozzle partially clogged.

Event description:
On (B)(6) 2015 a customer reported 2062 tip removal error with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting follicle stimulating hormone (fsh) patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.